Event description:
Per the clinic, the patient experienced noises with device use. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced performance decrement, highly complex tinnitus and received near zero benefit with the device use. Device analysis report attached.